Event description:
It was reported that this pacemaker system exhibited a low, out-of-range right atrial (ra) pacing impedance measurements, measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were inappropriate atrial tachy response (atr)s due to farfield oversensing. Technical services discussed programming options. The health care professional (hcp) will discuss programming options with the cardiologist. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted scratches on the case. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited a low, out-of-range right atrial (ra) pacing impedance measurements, measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were inappropriate atrial tachy response (atr)s due to farfield oversensing. Technical services discussed programming options. The health care professional (hcp) will discuss programming options with the cardiologist. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that reported this pacemaker system had a stored signal artifact monitor (sam) episodes in which the minute ventilation (mv) was disabled. Technical services provided recommendations and programming options. At this time, the system remains in service. No adverse patient effects were reported. Additional information received that the device was explanted and successfully replaced due to normal battery depletion. No additional patient effects were reported.